Event description:
It is alleged that during a case the scalpel electrocautery instrument began to arc at the wrist while being used with the cautery spatula. The cautery spatula was switched to the cautery hook and the case was completed with no pt harm reported.